Event description:
It was reported that during a ptca treatment procedure the maverick monorail balloon ruptured at 12 atms on the third inflation. (The number of atms reached on the initial two inflations is unk). The lesion being treated was a calcified, 99% stenotic lesion in a tortuous distal rca. The pt was asymptomatic during this event. The maverick monorail balloon catheter was removed and replaced with another maverick monorail balloon catheter to successfully complete the procedure. Pt status is reported as 'good'.